Event description:
The reporter indicated that during the implant, when measuring the lead impedance with a "psc" under the bipolar configuration, 2000-3000 ohms of lead impedance were measured; in the unipolar mode, the same measurement was obtained. When connecting the lead with the pacer and acquiring telemetry, "high omhs" was obtained.